Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Based on normal lead resistance measurements and passing electrical testing, the allegation of device sensing issue and failure to capture were not confirmed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and exhibited high pacing threshold. Thus, this lead was explanted. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that the dislodgement was confirmed with fluoroscopy and there was also no capture on the rv lead.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and exhibited high pacing threshold. Thus, this lead was explanted. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and exhibited high pacing threshold. Thus, this lead was explanted. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that the dislodgement was confirmed with fluoroscopy and there was also no capture on the rv lead.